Manufacturer narrative:
(B)(4). The reported malfunction of "550:320:654:0000 error code" was confirmed and not reproduced. The root cause was attributed to a damaged speaker harness. The main speaker harness assembly was replaced to fix the reported condition. Additional investigation is being conducted through mdq-CAPA-(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with "550:320:654:0000 error code ". It is unknown when and where this event occurred. This event may have interrupted delivery. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available. User interface module master software version is 6.13.90 - colleague 2006.